Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient had a complex primary right tha due to a secondary malignant neoplasm. The patient presented with dislocation at follow-up. The patient had a closed reduction, but was unstable. The patient was revised. Only the mdm (external and internal) liners and head components were exchanged.

Manufacturer narrative:
Reported event; an event regarding disassociation involving a mdm liner was reported. The event was confirmed via review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient had both a primary and revision procedure since I was able to review the operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The root causes of recurrent and irreducible dislocation of a total hip, arthroplasty are multifactorial, including surgical technique, especially in restoring the soft tissue tension of the thigh. In this case, the abductors had to be removed from the femur and reattached to the prosthesis which can lead to stretching or disruption and then dislocation. Patient factors, including lifestyle, activity level, and bmi are also contributory. I would not attribute any causality to the implant itself.' -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar evets for the lot refenced. Conclusions: it was reported that 'the patient had a complex primary right tha due to a secondary malignant neoplasm. The patient presented with dislocation at follow-up. The patient had a closed reduction, but was unstable. The patient was revised. Only the mdm (external and internal) liners and head components were exchanged.' A review of the provided medical records by a clinical consultant indicated: 'I can confirm that the patient had both a primary and revision procedure since I was able to review the operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. The root causes of recurrent and irreducible dislocation of a total hip, arthroplasty are multifactorial, including surgical technique, especially in restoring the soft tissue tension of the thigh. In this case, the abductors had to be removed from the femur and reattached to the prosthesis which can lead to stretching or disruption and then dislocation. Patient factors, including lifestyle, activity level, and bmi are also contributory. I would not attribute any causality to the implant itself.' No further investigation for this event is possible at this time. If device/ additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.